Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31534598l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that approximately 20 minutes after cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced decreased blood pressure. Pericardial effusion/ cardiac tamponade was confirmed with echocardiography, and the event was treated with drainage. Approximately 20 minutes after the removal of a sheath at groin, blood pressure was found to be decreased. Pericardial effusion was confirmed with a body surface echo, so drainage was performed. Approximately 250cc of venous blood was drawn, and the hemostasis was achieved with coagulant. Health hazard noted was cardiac tamponade. The physician¿s assessment on health hazard was non-severe (moderate/minor), and there was extension of hospitalization. Causal relationship with the product was unknown. Cf (contact force) monitoring methods was real-time graph, dashboard, vector, visitag with visitag coloring settings of tag index. There were no abnormalities observed prior/during use of the product.

Manufacturer narrative:
On 9-jun-2025, bwi received additional information regarding the event. The outcome of the adverse event was that the patient's condition improved. One catheter was used for each was noted for catheter exchanges. The physician¿s opinion on the cause of this adverse event was the procedure. The update indicated that the outcome of the adverse event was fully recovered (no residual effects). The procedural act (activated clotting time) was over 350 seconds. The patient required extended hospitalization for observation. No relevant tests/laboratory data or other relevant history/preexisting condition noted. One transseptal puncture site was performed during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).